Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: femoral component 02-010-01-0240. Tibial insert 02-012-38-4009. Tibial tray 02-012-43-4040. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via an exactech knee replacement study, that a 62 yo male patient, who had an initial left knee replacement on (B)(6), 2013, underwent a revision procedure on (B)(6), 2013, due to patella instability. The patella was revised. Date of onset, (B)(6), 2013. The study indicates the outcome as resolved on (B)(6), 2013. Device not returning for analysis due to study guidelines. No further information.